Manufacturer narrative:
Additional narrative: (B)(4). The manufacturing location was unknown. Device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgery, it was observed that the compact air drive device "equipment with reverse locking" during an in house engineering evaluation it was observed that the motor seized, jammed and was heavy moving. It was also noted that the device failed pre test for untrue running, excessive noise and power with test bench. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.